Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Corrected d4 for catalog, lot and UDI #. Updated g1-g2 for follow-up report submitter, g4 for awareness date, g5 for pmi/510(k) #, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information: a4 - patient weight was not provided corrected information: d1 - brand name unknown since it is not company product d4 - device received is not this company's product therefore it is different from that which was submitted on the initial 3500a report. Catalog #, lot number, UDI #, and manufacture/expiration dates previously submitted do not apply. G5- pmi/510(k) # is unknown since it is not company product h4 - device manufacture date is unknown since it is not company product

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.